Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent surgical intervention for hf sensor implant on (B)(6) 2015. The physician was able to access the artery with sheath, but was unable to place hf sensor delivery system (system was unable to make contact with patient). The physician removed the sheath and abandoned the procedure. Reportedly, the patient is stable. Device information (serial number, expiration date, manufacture date) is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.